Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 multiple cubies were failed, and it was unable to recover. The field service engineer (fse) had performed a hardware test application (hta) and had ejected all pockets in drawer 5.1 to remove debris. The fse had removed the back panel and had reseated the row board cable, retractor band cables, and adjusted the retractor band cables. After running the hta again, the results had been confirmed as ok. The fse had checked all connections, adjusted the pyxis bus cable, and inspected the latches on all drawers, ensuring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 5.1 multiple cubies were failed, and it was unable to recover. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.